Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350 cc, serial number (B)(4), lot number 6997949, catalog number 3501655. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350 cc and experienced deflation on the left breast implant. The patient noticed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/25/19, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 425cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/19, it was reported to mentor that the left affected device had serial number (B)(4) , lot number 6435712. Concomitant product was right : a saline mentor smooth round moderate profile 350cc, catalog number 3501655 ;serial number (B)(4) lot number 6997549. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2019, it was reported to mentor that during failure analysis, it was discovered that the returned device was not the originally reported complaint device. The lot number received is 6997549. Clarification is in progress for the correct lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, mentor became aware that since left device catalog number 3501655, serial number (B)(4) affected product was never received the previous product investigation does not apply. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was discovered by mentor that the device was used after its expiration date. Therefore, the device was used off label. Implantation date (B)(6) 2015, expiration date 12/31/2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/25/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed. A manufacturing record evaluation (mre) of lot number 6435712 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/19, it was reported to mentor that the serial number for the device that has lot number 6997549 is (B)(4). The new implants were gel mentor memorygel breast implant 425cc. Manufacturer¿s reference number:.

Manufacturer narrative:
On 12/06/2019, cause not established (4315) conclusion code was added per correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/19, it was reported to mentor that the device history record (DHR) for the lot number 6997549 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The manufacturing date is 11/11/2015 and the expiration date is 11/11/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed. A manufacturing record evaluation (mre) of lot number 6997549 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Concomitant product: saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number (B)(4), lot number 6435712. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2019, it was reported to mentor that the date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/24/2019, it was reported to mentor that the lot number for the affected device was 6997549. Manufacturer¿s reference number: (B)(4).